Event description:
Pt with history of decreased vision in right eye and found to have corneal ulcer - culture positive for fusariam keratitis and required corneal glue to prevent corneal perforation and antifungal treatment. Pt is a contact lens wearer and has used bausch and lomb renu solution.